Event description:
It was reported, that: the instrument broke when being used. Another instrument was used from another set. There was a 10-minute delay. Patient involvement.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The client has indicated that the product is in process of being returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed through the photographs provided. The device has not been returned for further evaluation. The likely condition of the device when it left zimmer biomet is conforming to specification. Device history record was reviewed and no discrepancies related to the reported event were found. The root cause of the reported event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.